Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd did not receive samples or photos for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. 367962, batch no. Unknown. It was reported that there has been a substantial increase in initial false positive hep b surface antigen results. This pr is for the month of (B)(6) 2019 that had multiple test repeats.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. 367962 batch no. Unknown. It was reported that there has been a substantial increase in initial false positive hep b surface antigen results. This pr is for the month of (B)(6) 2019 that had multiple test repeats.